Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Manufacturer report number: 2017865-2023-17631 it was reported that the patient presented for a device extraction due to infection and device erosion. The pacemaker and right ventricular lead were explanted. The condition of the patient was unknown.